Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubic drawer automatically popped up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubic drawer failed. A field service engineer (fse) put the failed cubies back into their original positions and manually opened them in diagnostics. The fse removed the medications to allow the customer to reload, and proper operation was verified in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.